Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: during the call back on (B)(6) 2017, the customer stated his condition had improved and he did not currently have any diabetic symptoms. The customer stated he did not have any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained from back to back blood tests done during the call of 80 and 96 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. During the call on (B)(6) 2017, the customer reported symptoms of dizziness, confusion or not feeling right and fatigue. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns:the customer is concerned with the back to back reading, and is displaying symptoms of hypoglycemia. All readings are fasting

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: during the call back on (B)(6) 2017, the customer stated his condition had improved and he did not currently have any diabetic symptoms. The customer stated he did not have any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained from back to back blood tests done during the call of 80 and 96 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. During the call on (B)(6) 2017, the customer reported symptoms of dizziness, confusion or not feeling right and fatigue. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the back to back reading, and is displaying symptoms of hypoglycemia. All readings are fasting.